Event description:
It was reported that this was a venotomy closure of the left common femoral vein after an interventional ablation procedure using an 8.5f sheath. Reportedly, a cuff miss occurred with two prostyle devices. A new prostyle was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Reportedly, sheath size of 8.5f was used without using the pre-close technique and two devices as indicated per the instructions for use (IFU). The electronic prostyle IFU states: for arterial and venous sheath sizes greater than 8f, at least two devices and the pre-close technique are required. In this case, the IFU deviation would not have contributed to the reported difficulties. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The additional prostyle device is filed under a separate medwatch report number.